Event description:
It was reported that there was an issue with the pump's time settings, causing a discrepancy between the displayed and actual time of more than five minutes. There was no adverse impact to the customer's blood glucose level as previous settings did not result in abnormal values. Technical support assisted the caller in updating the pump time, and the caller was advised to monitor the situation and follow up if the time discrepancy persisted. The caller understood and acknowledged the guidance provided.